Manufacturer narrative:
(B)(4).

Event description:
Foreign patient contacted dexcom on (B)(6) 2015 on to report that on (B)(6) 2015 the receiver displayed a hardware error. At the time of contact, no injury or medical intervention was reported.